Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Only a portion of the pcu event log was received for investigation. Analysis of the pcu event log shows that at 6:48 am on (B)(6) 2017 the syringe module was selected and a 50ml bd syringe was installed with 49.2578ml detected. The user restored and started the previous infusion running at 2.55ml/hr (vtbi = 3.6761ml). The infusion continued until the device was channeled off at 2:26 pm. The volume recorded as being infused during this period was 19.399ml. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an extra 43.16 ml of midazolam (49.2578ml) was being calculated by the pump and administering unexpectedly. The pump was programmed to infuse 50ml of midazolam (50mg) at 1.7ml/hr (ordered dose: 0.1mg/kg/hr at 17 kg/dosing weight). There was no report of patient harm.